Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The patient's medical history included an anoxic event secondary to asthma. It was reported the patient had maxed out on oral baclofen dosage and had a side effect of lethargy. The patient's concomitant medications included a proventil (albuterol) inhaler, flonase (fluticasone propionate) nasal spray and advair (fluticasone, salmeterol). Doses and durations of therapy were not provided. On (B)(6) 2011, the patient started treatment with lioresal 500mcg/ml (previously reported as 85 to 90 mcg/ml) at 90 mcg per day.the pump was refilled every 105 days. It was confirmed by a healthcare provider that the pump and catheter had been working correctly but on an unspecified date the patient had a small surgical wound breakdown that was revised on (B)(6) 2017. On an unspecified date, because of the events, the lioresal dose was increased to 100mcg per day and the "little bit of shakiness" had improved. No further complications were anticipated/reported.